Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller alleged that the following results were obtained on a neonate patient: 38 mg/dl (inform ii meter) and "somewhere in the 50's" (lab). The sample was tested on the inform ii meter at 11:46 a.m., and the staff immediately sent the same blood work to the lab. The baby was fed. No adverse event was reported. The alleged product was requested for evaluation.